Event description:
It was reported that during a sigmoidectomy procedure, after the first and the second firing of the device, the grasped tissue fell out from the jaw before releasing the device. Both firings were completed, but the staples were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.